Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction data: the date of this report was documented as november 8, 2019 on the initial report. This date has been updated to november 6, 2019. The date received by manufacturer was documented as november 8, 2019 on the initial report. This date has been updated to november 6, 2019. Please note that the date returned to manufacturer was reported as november 8, 2019 in the previous medwatch report. The date has been updated to october 31, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During subsequent follow-up with the service center additional information was obtained. The reporter clarified that the event of the device failing pretest for sticky trigger and unintended motion did not occur since the tests could not be performed due to the device not working. Therefore, the steps that require the machine turned on were not possible to test. The reported event of a worn motor and the device not running do not meet the criteria of a reportable complaint and are unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for sticky trigger and unintended motion. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electronic control unit (ecu) was damaged, and the motor was worn. It was further determined that the device failed pretest for check power with test bench, check switching function forward/reverse, check the oscillation angle, check the oscillation/forward/reverse mode function, check in the ¿off¿ mode, check for sticky speed trigger, and check for unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.